Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor was unable to power on. The cause of this service code was that the c1 capacitor shorted. The l1, l2, and d1 components were replaced as a precaution. The cause of the inability to complete testing and the inability to power on is the c1. The root cause of the shorted c1 capacitor cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.